Event description:
It was reported that the patient lost the charger and patient failed to recharge the ipg. As a result, ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted an replaced on (B)(6) 2019. Therapy was restored post-operatively.